Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The events of extrusion and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion and infection (early onset). These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "bleeding, implant coming out of the incision, and having an infection." This record is for the left side. Device was explanted.